Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a device replacement procedure. Prior to the procedure, it was noted that the atrial lead exhibited noise, which has been occurring since 2016. The physician elected to not replace the lead. The patient was in stable condition and was discharged.